Event description:
It was reported by an egs proctor that the doctor was having trouble introducing the device down the patient¿s throat, who had a very small mouth. The device did not get any further than the back of the throat of the patient (not beyond the epiglottis). Multiple attempts were tried including changing the position of patient and adding more lubrication. The attending anesthesiologist, not trained with the device, brought in a fiberoptic laryngealscope to assist with visualizing, and tried to introduce the device and scope himself, but couldn¿t get it past the pharynx, but kept trying. The patient then developed a subcutaneous emphysema in the neck and was diagnosed with a small perforation of the posterior pharynx. The surgeon stated that it was nothing major and healed by itself with some antibiotics but the patient was kept for two days for observation. The patient was released with no complications.

Manufacturer narrative:
The surgeon did not allege that the device malfunctioned in any way.